Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was out of the skin with the device. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified via angiography, including the appropriate insertion angle, and the vessel diameter was at least 5 mm. Moderate vessel tortuosity and severe presence of peripheral vascular disease or calcium were noted near the puncture site. The device was stored and prepared according to the IFU, and the storage temperature did not exceed 25 °c. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was out of the skin with the device. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified via angiography, including the appropriate insertion angle, and the vessel diameter was at least 5 mm. Moderate vessel tortuosity and severe presence of peripheral vascular disease (pvd) or calcium were noted near the puncture site. The device was stored and prepared according to the instructions for use (IFU), and the storage temperature did not exceed 25 °c. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was open, and no syringe was returned for evaluation. The sealant was not returned for analysis. The sealant sleeves were observed in a ¿retracted as expected when the deployment mechanism was already deployed¿ condition. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was retracted, the core wire was present, and the atraumatic tip exhibited a kinked condition. No additional anomalies were observed during the visual inspection. A dimensional analysis of the balloon catheter profile distal to the balloon was performed. The dimension obtained using a calibrated micrometer was within the defined maximum parameter. A functional simulated deployment test could not be performed, as the unit was received already deployed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, access site/patient factors (access site had moderate tortuosity with severe presence of pvd/calcium), and/or procedural/handling factors are possible. Additionally, it was noted that the atraumatic tip had a kinked/bent condition. As the distal end of the device was damaged, it is possible the condition occurred due to handling factors (such as the application of excessive force) and the condition possibly contributed to the inaccurate placement of the sealant. However, as this condition was not reported to have occurred during the procedure, it is unknown if this condition occurred due to manipulations after removal from the patient. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the IFU, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.